Manufacturer narrative:
Reference record (B)(4). Additional information added to b5.

Event description:
The patient was hospitalized from (B)(6) 2019 until (B)(6) 2019. The mesh that was placed for the abdominal wall correction caused a bump/swelling of the abdomen and therefore, the plate was situated too far away, which caused gastric fluids to leak between the intestines. This caused peritonitis. The fistula was also bigger than usual, over 8 centimeters. The patient was treated with antibiotics infusion and did not discontinue duodopa.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the internal/external fixation plate was broken. On (B)(6) 2019, the patient was hospitalized because of peritonitis and was treated with intravenous (IV) antibiotics. On (B)(6) 2019, the patient was discharged.